Manufacturer narrative:
It is currently unknown which contact extension was damaged. Additional suspect medical device component involved in the event: model: nm-3138-55, serial/lot: (B)(4), description: 55cm 8 contact extension.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to receiving an elective replacement indicator. During the procedure, the physician had difficulty inserting the extension into the port of the new ipg. After the physician reinserted the extension, he noticed that the screw was tilted and it was fixed in the silicone seal. In order to reach the screw again, the physician had to cut a little bit of the silicone seal. The physician noted that one contact extension was damaged after all the trials. The contact extension was pressed and deformed by the screw. The patient underwent a revision procedure to add a new contact extension and the defective contact extension was explanted. The patient is doing well post-operatively.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to receiving an elective replacement indicator. During the procedure, the physician had difficulty inserting the extension into the port of the new ipg. After the physician reinserted the extension, he noticed that the screw was tilted and it was fixed in the silicone seal. In order to reach the screw again, the physician had to cut a little bit of the silicone seal. The physician noted that one contact extension was damaged after all the trials. The contact extension was pressed and deformed by the screw. The patient underwent a revision procedure to add a new contact extension and the defective contact extension was explanted. The patient is doing well post-operatively.

Manufacturer narrative:
Analysis of nm-3138-55 (serial number: (B)(4)) revealed that the lead damage issue was confirmed. Visual inspection revealed that the proximal contact #7 and 8 was flattened by the ipg set screw. Due to the damage, the lead would not advance into the ipg's port. The deformed contacts resulted in the difficulty inserting the lead into the ipg port. It appears that the lead extension proximal end was not fully inserted into the ipg port when the set screw was tightened. A review of the manufacturing documentation for the contact extension nm-3138-55 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to receiving an elective replacement indicator. During the procedure, the physician had difficulty inserting the extension into the port of the new ipg. After the physician reinserted the extension, he noticed that the screw was tilted and it was fixed in the silicone seal. In order to reach the screw again, the physician had to cut a little bit of the silicone seal. The physician noted that one contact extension was damaged after all the trials. The contact extension was pressed and deformed by the screw. The patient underwent a revision procedure to add a new contact extension and the defective contact extension was explanted. The patient is doing well post-operatively.